Event description:
It was reported that the left ventricular lead exhibited loss of capture at high output. A chest x ray confirmed that the lead was dislodged. The lead was explanted and replaced. There were no complications during the procedure and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.